Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found; proximal segment returned and analyzed.

Event description:
It was further reported that the patient experienced shortness of breath when they noticed beeping tones from their device. The patient is enrolled in the product surveillance registry clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1, ICD; implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance and no capture. A proximal lead fracture was confirmed by x-ray. The lead was cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted an acute rise in impedance measurements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.